Manufacturer narrative:
The device was returned for analysis. This investigation will be updated upon conclusion of the product investigation.

Event description:
It was reported that a few months since it was first implanted, this right atrial (ra) lead exhibited noise and decreasing amplitude measurements. Further review revealed the heart wall was perforated and the patient experienced a pericardial effusion. The physician was unable to determine which implanted lead was related to the perforation. As result, the patient underwent a surgical revision wherein both the ra and right ventricular (rv) leads were extracted and replaced with alternates.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a few months since it was first implanted, this right atrial (ra) lead exhibited noise and decreasing amplitude measurements. Further review revealed the heart wall was perforated and the patient experienced a pericardial effusion. The physician was unable to determine which implanted lead was related to the perforation. As result, the patient underwent a surgical revision wherein both the ra and right ventricular (rv) leads were extracted and replaced with alternates.